Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent sensing. P-waves decreased from 3.7 mv to 0.4 mv. The lead was repositioned.